Event description:
The patient stated she had an unsuccessful trial; the physician decided to implant the device and it had not worked since implant. She only felt the stimulation in her rectum after reprogramming attempts, and the stimulation/device caused her pain with no bladder symptom relief. At the time the patient was not using any pads but had many accidents consistent of diarrhea. She wanted the device explanted because of the pain. The manufacturer representative present at the explant procedure reported the lead insulation was noticed to be pulled away near the connection to the pulse generator. It was unclear if this happened prior or during the procedure. The lead wires were intact; impedance measurements were normal. Eighteen months later, the patient reported problems since the explant surgery. She had no bladder control and was not sure if the symptoms were related to the device that was explanted or the "md". She believed the wires were found to be fractured and exposed at the explant procedure.

Manufacturer narrative:
Analysis of the explanted stimulator showed it was functionally ok with no anomalies found. Analysis of the explanted lead showed that it was functionally ok, but stretched. Continuity was acceptable. The distal end was intact and undamaged. The marker band had loosen from the lead body, and the outer insulation was broken.